Event description:
The product was used during a thorascopic wedge resection procedure. Reportedly, the staple line was incomplete. The surgeon performed a laparotomy and manually sutured to complete the procedure. The hosp has reported the pt's condition is satisfactory.